Event description:
Drive devilbiss healthcare received a complaint involving a power scooter from an end user, who reported that the scooter "caused me injury when the front wheel fell off" while he was riding it at 10mph, causing him to be "thrown into the pavement." The end user reported seeking medical attention but is currently not responding to drive's attempts at contact to gather further information. Drive will continue attempting to investigate the incident, including attempting to retrieve the product to evaluate it, and will update this filing if new information becomes available.